Event description:
It was reported that during the procedure, the physician noted that first guidewire (subject device) coating was flaking off. Another of the same guidewire was used and had the same peeling problem. The procedure was completed using the third guidewire. There were no reported clinical consequences to the pt. The pt was reportedly in good condition. No further info was provided.

Manufacturer narrative:
Add'l PMA/510 (k) #: k002907.